Event description:
It was initially reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity device used during a biopsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the device was very slow to open and close the jaws when obtaining a biopsy sample. Although it was not determined if the procedure was completed, there were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain add'l info regarding the circumstances surrounding this event have been unsuccessful to date. Should add'l relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; jaws did not close properly.

Manufacturer narrative:
(B)(4) - (did not have smooth movement). The device was visually inspected and noted to be fine. The functional test was performed and the device was found to open and close properly, however, the retroflex test was performed and the unit failed to close to spec. The riveting and welding were noted to be within spec. The condition of the returned incident device was consistent with the complaint that the device was slow to open/close the jaws. Based on the results of the investigation, the most probable root cause is mfg since it was confirmed that the device does not close properly during retroflex test which could cause the device to not bite correctly or have a difficult actuation. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).